Event description:
It was reported that during the implant of a new device, it was found that the right ventricular lead had high pacing threshold. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).